Manufacturer narrative:
The date of event was updated and corrected from (B )(6) 2018 to be (B)(6) 2019.

Event description:
It was reported the device shifted. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The procedure went as planned and the closure device was successfully implanted in the laa of the patient. At the 45 day follow up procedure the physician noted that the device had shifted to a more proximal position. There was no leak present and the device was functioning properly. There were no patient complications reported and the patient is fine.

Event description:
It was reported the device shifted. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The procedure went as planned and the closure device was successfully implanted in the laa of the patient. At the 45 day follow up procedure the physician noted that the device had shifted to a more proximal position. There was no leak present and the device was functioning properly. There were no patient complications reported and the patient is fine.